Event description:
While the pt was being turned, the catheter broke at the bifurcation under tension. The catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Only the proximal section of the catheter was returned for evaluation. Overall length of the returned section (hub and attached tubing) measured 7.5 cm. Sutures were applied to the catheter hub and adhesive residue is apparent on the catheter tubing. Lot history review was not possible since no lot number was indicated. The catheter separated distal to the hub. Under 50x magnfification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down lengthwise at the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. The catheter was pulled apart and signs indicate the catheter was not secured according to the instructions for use. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken." Suturing the catheter is contraindicated.